Event description:
"Customer reported: we would like to report an issue with our most recent shipment for item 112310. We have found 6 empty pouches missing needles. We are in the midst of building kits and haven't used up all the inventory yet, so it is possible that we may find more of these empty pouches as we deplete the inventory."

Manufacturer narrative:
One picture showing the empty blisters was received from the customer and confirmed the complained issue, missing-product. However, the picture does not show the batch number information and it was not provided by the customer. Without the batch number it was not possible to come back to the manufacturing partner for the archived samples analysis. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.